Event description:
The initial reporter informed the co that after a review of pt charts and records, it was noted that a pt treated in 3/97 did not receive the entire prescribed dosage of radiation, resulting in a mistreatment. Rather than delivering the prescribed dose of 22gy to an acoustic neuroma, 10gy was inadvertantly administered by the user. The underdose was not noted by the user at the time of the procedure, although the written protocol indicated the reduction in dose. No adverse change in the treated area was noted, and the pt is scheduled for a second treatment to complete the prescribed dosage.